Manufacturer narrative:
Philips service replaced the internal power supply unit and front panel, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the startup stopped at '00:00' on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.